Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead that had been implanted for more than ten years showed high pacing lead impedance and high pacing thresholds. The rv lead was surgically abandoned, and a new rv lead was implanted. Also, the old pulse generator was explanted due to normal battery depletion and a new device was implanted. No additional adverse patient effects were reported.